Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the cubie tray was faulty. The field service engineer replaced the tray and pockets to resolve the issue. A field service engineer confirmed that there was a delay in dispensing medication to the patients. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that had a drawer failure.the customer reported that there was a delay in dispensing medications.there were no adverse events or injuries reported based on this incident.